Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, oversensing on the atrial channel after atrial events and before ventricular events was observed. Patient condition is unknown. It was determined that the noise could be caused from the valve closure between atrial and ventricular depolarization. It was recommended to reprogram the device and check atrial lead position through chest x-ray. No further information is available at this time.